Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insert battery alarm even after inserting new battery. The device will be returned for analysis.